Event description:
They found the device in their biomed shop with a note indicating that the device failed to discharge during a code. Complainant indicated that testing of the device was unable to duplicate the reported problem. However, during their investigation they found dried benodyne inside the paddle connector but could not confirm that it was the cause of the malfunction.